Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a battery failed alarm and low reservoir anomaly. No harm, requiring medical intervention was reported. The troubleshooting was performed and the insulin pump had passed the displacement test and the customer was advised to discontinue the use of the device. The insulin pump will be returned for the product analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned insulin pump for alleged low reservoir anomaly and failed battery test on october 22, 2022. Device passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.0872 inches. Device did not pass the sleep current measurement test due to high current due to a corroded battery tube. Low reservoir alarm was set to 20 device, and it alarmed at 10 device and functioned properly. No failed battery test noted during testing. No unexpected alarms/alert/anomalies noted during testing. Device was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during testing, however, failed battery test was found on october 22, 2022 07:26:15.000 and low battery alert was found on october 21, 2022 23:59:00.000 found in the history files. Insulin pump was cut open to perform visual inspection and found moisture damage on the electronic assemblies and motor assembly. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay and label damage (serial number label stained). Low reservoir anomaly is not confirmed. Failed battery test is not confirmed. Unexpected battery power loss was confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.